Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1711k. Troubleshooting was partially performed and no harm requiring medical intervention was reported. Product return was requested for mmt-1711k, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement test; it failed self test because it returned a pump error 63. No unexpected critical pump error (open book image) was noted during testing. The attempt to upload using thus was successful. The adapt tool lists the following pump errors that could potentially trigger a critical pump error (open book image): pump error 63 (variableinfo = 0x15 hex = 21) occurred on 05/22/24 @ 22:09:07 plus (variableinfo = 0x03 hex = 3) occurred on the same date @ 18:33:32 & 18:37:34 and on 08/02/24 @ 07:44:10 & 07:48:16 which is when the self tests were conducted. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. A visual inspection of u1 on the keypad assembly under a microscope reveals that there is a cold solder joint at pin 6. In summary, the customer¿s report of an open book was not confirmed during testing. Pump error 63 (variableinfo = 0x15 hex = 21) is due to a problem with the twi interface on the main/motor processor which is a hardware error plus (variableinfo = 0x03 hex = 3) is due to a cold solder joint at u1 pin 6 on the keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.